Event description:
N/a.

Manufacturer narrative:
It was reported that that the cardiosave intra-aortic balloon pump (iabp) had iabp may required maintenance message. There was patient involvement but no harm reported. Getinge field service engineer (fse) arrived on site and powered on the iabp. Power up fault code # 14 alarmed upon boot up. Fse replaced the scroll compressor (0119-00-0236) and pressure/vacuum filters were replaced as the system was approaching the 5,000 interval replacement. As part of pm fse also replaced the muffler 1/8 npt (d103-00-0631), muffler <100 micron (d103-00-0499) and , screw kit (d040-00-0458-02). Complete pm performed with full calibration. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. The failure analysis and testing department received a compressor and performed visual inspection of the compressor per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed the compressor into cardiosave test fixture. Performed and tested the compressor in accordance with the cardiosave service manual. Found that all functions were normal. After an extensive testing the tests did not trigger the reported problem of power up fault code #14. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Retaining the compressor in the failure analysis and testing department per procedure 0002-07-d008 rev ap. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) rn called from the cvu department. Just prior to the call she reports a "maintainance required" message on the pump. They switched the pump for another successfully and have sent the pump to their clinical engineering department. There were no reports of adverse events with the patient.